Manufacturer narrative:
It was reported that the patient has tibial loosening. The surgeon refused to use the tibial cutting guide during the primary surgery and proceeded to free hand cut the tibia. This resulted in a varus alignment of the cut. Revision surgery is planned to exchange the tibial tray and the poly inserts. With the tibial implant in several degrees of varus, there was increased load on the medial compartment leading to subsidence and ultimately loosening of the tray. Review of the device history record indicates that the device was manufactured to specification.

Event description:
It was reported that the patient has tibial loosening. The surgeon refused to use the tibial cutting guide provided with the kit during the primary surgery and so the tibia was free hand cut. This resulted in a varus alignment of the cut. Revision surgery is planned to exchange the tray and the poly inserts.